Event description:
The user facility reported that a patient on impella 5.5 support had placement signal not reliable alarm. The patient had been on impella 5.5 support for over a month and was listed for a heart transplant. No harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.